Event description:
It was reported that the patient presented for an implant procedure. Post-operative interrogation revealed that the right ventricle lead exhibited failure to capture and low pacing impedance. The lead was suspected to be dislodged, but this could not be confirmed through x-ray imaging. The lead was repositioned successfully on (B)(6) 2026. The patient was in stable condition.